Event description:
The pt with this cardiac resynchronization therapy defibrillator (crt-d) passed away three days after successful treatment for cardiac decompensation. The death was unwitnessed and occured in the hosp. On admission the device interrogation was normal. After the pt death the device was interrogated. A red warning screen was displayed stating the device was in fallback mode. The wrong device model and serial number were also displayed. No programmer strips were collected at this time. It was not determined if the device delivered a shock. The pt cause of death was decribed as ventricular fibrillation (vf) by the medical examiner. The device will not be sent back as it was not explanted, and the pt has been buried.